Event description:
Country of complaint: (B)(6). The oral mucosa of the pt was burned. Competitor's drill bur was used by the surgeon.

Manufacturer narrative:
Evaluation: the received gd455r displayed general used condition. The bushing of the tool locking mechanism is rough running. During a test run (without load), unusual high running noises were recognized. A test run with load cannot be performed because tool cannot be adapted. Disassembling of the handpiece showed clear signs of abrasion inside of the handpiece. The ball bearings located in the tip area are damaged, which very likely caused the problems inserting the tool. Those issues are in our opinion related to a less optimal processing / maintenance of the handpiece (probably not regularly sprayed through with power systems oil spray). As a consequence, intensive abrasion occurred at the inside and caused the ball bearings break. The handpiece was manufactured in 2004. In our analysis, we could not find any recorded documentation regarding repair or maintenance performed on the product. The returned foreign tool was checked visually. The cutting surface is blunt and the tool has discolorations which follow the pattern of silicate deposits. Due to the blunt cutting surface of the tool, it is also possible that the product required a higher work load during usage to result in usual cutting performance. A higher work load can also have negative influences on the ball bearings, especially at the tip area.